Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the hospital after device delivered inappropriate hv therapy. It was found out that a competitor rv lead and lv lead was connected to the wrong ports. Upon reviewing transmission strips, low signals of ventricular oversensing were observed. In addition, some r-waves appeared to be double counting. Programming changes were recommended. No further information available.